Manufacturer narrative:
(B)(4). Date sent: 05/13/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips jammed and the device would not fire when firing across the cystic duct. A couple of clips came out in a tear shape. Another device was used to complete the procedure. No adverse consequences reported.